Event description:
It was reported that during implant procedure that there was a faulty atrial setscrew. The doctor could not get two different wrenches to connect with the screw, and it appeared the setscrew was out of the socket. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found; visual inspection at the time of analysis showed the setscrew was loose/disengaged.